Event description:
It was reported that on the screw hold area of the matrix rib set screw tray, tiny fiber-like hairs were noticed on the plastic at the edges of the screw holes, as though the screw tray was disintegrating or fraying. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of event reported in error. Blank field, date of event is unknown. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that fiber-like hairs are found at some holes which are holding the screws in the case. The microscopic investigation shows that the hairs are very fine turnings created by the user when rotation the screws during screw pick up with the screw-driver shaft. This complaint is deemed invalid from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.